Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three patients experienced infiltration or granulomas which was tensioned on multiple operations on area. Two patients experienced foreign body sensation which has no problem, objectively and upon clinical examination. Three patients experienced minimal acute inflammatory reaction are observed in diabetic patient known for having healing difficulties.